Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. Both nozzle units were replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned nozzle units have been tested separately in a ventilator. They both passed the pre-use check. No abnormal found during ventilation for 24 hours. They passed another pre-use check after ventilation without any issue. However, by applying mechanical force to the spring and then releasing it, the membrane gets stuck, causing a delay in release. This confirms that the membrane is sticky, which may lead to a pressure spike during ventilation. The cause of the reported issue are the stickiness of both nozzle units. Nevertheless, the root cause for the membrane stickiness of both nozzle units has not been determined in this investigation as the last preventive maintenance was performed on 2023-12-11, and the failure happened before it passed 1 year or 5000 hours of operation. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).